Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to verify the intrument's performance. The fse replaced the transducer after noting it would not hold the correct voltage. After replacement of the transducer the fse noted the transducer still would not hold the correct voltage. The fse ordered parts and returned to the customer site on 07-31-2015. The fse replaced the z-cable. The fse verified instrument performance by running a precision run using wash buffer and passing quality control (qc). In conclusion, the cause of the non-reproducible access accutni+3 is due to a hardware malfunction. Replacement of the z-cable resolved the customer's issue. All mdrs associated with this report: mdr2122870-2015-00498 mdr2122870-2015-00518.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) results for three (3) patients on the access 2 immunoassay system portion unicel dxc 600i synchron access clinical system (s/n: (B)(6)). The customer repeat tested the samples on the same access 2 immunoassay system portion unicel dxc 600i synchron access clinical system and obtained lower results, within the normal reference range of the assay. This report addresses the results for two (2) patients that were obtained on (B)(6) 2015. Mdr2122870-2015-00498 addresses the result for one (1) patient that was obtained on (B)(6) 2015. The initial results were released from the laboratory. There was no report of change in patient treatment associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. All system parameters, including access accutni+3 quality control (qc), access accutni+3 calibration, system check and precision run were within assay and instrument specifications. The patient samples are collected in lithium heparin plasma gel tubes. The samples are centrifuged at 4500 revolutions per minute (rpm) for four (4) minutes at room temperature. No issues with sample integrity were reported by the customer.